Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: a pump stoppage was confirmed through the analysis of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppage that occurred while the patient was supported by the power module could be indicative of driveline damage. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019 and captured a pump stop on (B)(6) 2019 at 11:52:24 with corresponding low flow/speed hazard alarms. This event occurred while the white power cable was connected to the power module and the black power cable was connected to battery power. The event appears to resolve when both power cables are connected to battery power. No other atypical alarms or events were captured. The pump maintained a speed above the low speed limit for the remainder of the log file and appeared to be function as intended. The account submitted x-rays of the external and internal portions of the driveline (see attached submitted x-rays) which appeared unremarkable. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low speed and low flow advisory/hazard alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No additional complaints have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during routine outpatient management the vad coordinator connected the patient to power module and system monitor. A low flow hazard appeared. The vad coordinator immediately switched the patient back to battery power and the alarm resolved. Log files were downloaded with an ungrounded patient cable. Analysis of the log file confirmed that the pump was not able to maintain the set speed when the patient was connected to the power module with a grounded cable. The patient will stay on battery support and the hospital will request an ungrounded patient cable for the patient. No further information was provided.